Manufacturer narrative:
According to the complainant the device is not being returned for investigation. The user reported that the cannula was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose levels reached 450 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment for hyperglycemia, a manual injection of insulin was delivered and a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Fluid was found exiting a tear in the soft cannula as a result of this damage. The download data showed that the pod generated an 0x68 alarm with high pulse widths, and significant damage was found to most of the internal components of the pod. Large cracks were found in the top housing to show that internal damage was caused by physical damage to the pod after use. The bottom and middle batteries were also found depleted and insufficient to power the device. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.